Manufacturer narrative:
X-ray views evaluated by cyberonics european contact. Views revealed that lead may not be connected to pulse generator. A device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated a diagnostic test at the office visit resulted in a high impedance reading indicating a possible device malfunction. X-rays reviewed by cyberonics european contact revealed that "it seems the leads are not correctly fixed anymore to the generator". Revision surgery is likely. No serious injury reported.